Event description:
Rec'd one undocumented report of tubing separating from the t-connector and two undocumented reports of spin collar cracks from the nicu dept. These resulted in an unspecified amount of bleedback, resulting in two PICC lines haveing to be restarted, and possibly a transfusion was necessary as blood was found in the bed. No further info available.

Manufacturer narrative:
A used sample was rec'd for eval. The reported condition was confirmed upon visual examination of the sample. Upon closer examination, there was no indication of solvent sealer having been present on the tubing or t-connector on the returned sample. It was concluded that the tubing separated from the green plastic t-connector due to the absence of solvent sealer. A review of work order documentation could not be performed because the lot involved was not identified. Co recognizes the importance of component bonding on co's sets and are currently performing a solvent sealing technology review to ensure the optimum materials and methods are employed in co's operation.